Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 900310 integrated dilator/needle was returned and analyzed. No anomalies were observed during visual inspection. The usable length, curve angle, and planarity verification was performed and no anomalies were observed. A returned integrated dilator/needle was inserted through a test sheath and the returned sheath without any resistance. In conclusion, the reported air ingress was not observed with the returned integrated dilator/needle. The integrated dilator/needle passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that when the integrated dilator/needle was replaced the air ingress continued.

Event description:
It was reported that during a pulsed field ablation procedure, when the sheath was advanced to the superior vena cava (svc) the guidewire was pulled to wipe away thrombus. When the retrograde blood flow was drawn from the integrated dilator/needle air continued to be aspirated. The integrated dilator/needle was replaced. The same phenomenon occurred. The case was switched to another manufacturer's product and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psg100, (serial: unknown); product type: 3294-generator product ID: 900310, (106379); product type: 3288-acq needle, product ID: 10fcc13, (0012897272); product type: 0629-flexcath sheath product ID: non-medtronic product type: transseptal needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.